Event description:
This study pt underwent carotid artery stent implantation and during the procedure, experienced a tia; the approx one month post procedure suffered an ischemic stroke.

Manufacturer narrative:
The index target lesion was right proximal internal carotid artery described as moderately calcified, non-tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved with debris without report of difficulties. The target lesion was pre-dilated with an unk balloon. No dissection was noted after pre-dilation. One precise stent was implanted without report of difficulties. Post stent deployment, the pt developed left hand weakness. An aspiration catheter was used to suction the angioguard device and within 13 minutes of stent deployment, the weakness had completely resolved. The target lesion had 20% residual stenosis after stent placement. The post-procedure course was uncomplicated, and the pt was discharged on asa and clopidogrel. Approx ten days post index procedure, the pt was admitted to another facility with confusion, left arm "heaviness" and weakness. A carotid duplex was performed that revealed bilateral carotid stent with plaque versus stent prominently seen in the distal right common carotid artery. While there is slight elevation of peak systolic velocity in the right mid ica, there is no evidence of hemodynamically significant stenosis based on doppler special analysis. Ante garde flow is present in both vertebral arteries. A head CT without contrast was performed that revealed atrophy and chronic small vessel disease as well as old left frontal and left posterior parietal-occipital changes without acute intracranial abnormality. An MRI of the brain with and without contrast revealed punctuate foci of acute to early sub acute evolving ischemia/infraction noted at right cerebral hemisphere which are in the watershed distribution. There is/was hemorrhagic transformation associated mass effect. There is postoperative encephalomalacia/porencephaly left frontal lobe, consistent with clinical history of prior tumor resection. There is also chronic encephalomalacia at the left parieto-occipital region, consistent with remote infract. Area of chronic ischemic change are also noted at supratentorial white matter. The site reported the event as an ischemic stroke with symptoms lasting <24 hours and full recovery with no deficits. The stent remains implanted and the angioguard was discarded thus neither device is available for analysis. Note: facility lot number 04403409 is cordis lot number 71108510. Facility did review the device history records relative to the mfg, inspecting and packaging of lot 04403409. The history records indicate this product was final inspection tested at the facility, and was determined to be acceptable. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk if dislodgement of debris that may disrupt flow through the distal protection device or travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. No corrective action is required at this time. There are procedural issues that may have contributed to the adverse event experienced by the pt specifically the debris that had to suction from the angioguard. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. Review of the info suggests that pt, lesion and vessel factors may have contributed to the reported event. This is one of two product involved with this adverse event, which is associated with mfg report # 9616099-2009-01754.